Event description:
A report was received that the patient passed away and the devices were explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #:(B)(4), description: linear 3-4 lead 50cm. Model #:sc-4316, lot #: ni, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient passed away and the devices were explanted.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
(B)(6) sheeted the report and sent to FDA for further guidance on 08/20/2015. A report was received that the patient passed away and the devices were explanted.

Manufacturer narrative:
Additional information was received that the patient's cause of death was from a cerebral hemorrhage and was not device related.